Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. A decision was made to place impella cp for support via axillary access due to patients heavily calcified lower extremity access sites. Multiple attempts to advance impella cp into the left ventricle (lv) but were all unsuccessful due to patient¿s anatomy. The pump was explanted.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The root cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.